Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, the pump was priming the tubing during the load step and did not alarm for ¿no cartridge¿. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/04/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found warnings of no cartridge detected and loss of prime with zero force. The pump powered up with audible and vibratory features. All the buttons responded properly. A rewind/load/prime sequence was executed without alarms. The bolus exercises were executed and recorded correctly. The force sensor calibration was found low out of specifications. Pump casing was opened to further investigate and corrosion was found on the force sensor connector and connector wire.